Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300 (mg/dl) range. Reportedly, the customer thought the pump was malfunctioning as the customer stated that the pump was near an x-ray machine and passed by a medal detector. The customer did not go through the x-ray machine. The customer was adamant that the pump was not working. Additionally, it was reported that no insulin was seen coming out of the cartridge during the fill tubing step. A new cartridge was loaded and the customer reported seeing air bubbles in the patient line. The supplies were changed, insulin was delivered via the pump to address the bg level, and insulin delivery was resumed. A follow up with the customer confirmed that the bg level lowered to 163 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.